Event description:
Healthcare professional reported right side "textured to smooth implant exchange", "capsular contracture baker grade IV". Device was explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV. Photo analysis: visual analysis of the photographs identified: anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "textured to smooth implant exchange", "capsular contracture baker grade IV". Device was explanted and replaced.